Event description:
It was reported that the pt experienced a loss of therapeutic effect after going to a courthouse and having a wand used on her. The pt was at home in fair condition. Further info is being requested from the hcp.